Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite extension set the valve was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle free valve malfunction on multiple sets and unable to flush saline through.

Event description:
It was reported while using bd alaris smartsite extension set the valve was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle free valve malfunction on multiple sets and unable to flush saline through.

Manufacturer narrative:
Investigation summary: no photo or product was returned by the customer. The customer complaint that the needle free valve malfunction on multiple sets and unable to flush saline through could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no sample was returned. A device history record review could not be performed because a lot number was not provided by the customer. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) (B)(4) has been initiated, and a team has been assembled in order to investigate the issue.